Event description:
It was reported that the opsite post op is not adhering to skin. It is unknown if a backup was available to continue treatment.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable cause includes skin preparation and application, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. No further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.